Event description:
The customer placed a medtronic cord into a sterrad pouch for processing in a sterrad nx. The cord bonded to the pouch and when the pouch was opened, the cord was torn. The customer reported that the cords are cleaned by wiping them down with enzol used as directed and then dried with alcohol. The customer advised to obtain the instructions from medtronic for proper processing guidelines and advised to follow the manufacturer recommendations. Additionally the customer was advised by medtronic that if the cords are compatible with the sterrad they can wrap before pouching and or just wrap the cord and not just place in the pouch.

Manufacturer narrative:
Damaged device.